Event description:
It was reported that during the procedure, the physician was unable to open the subject flow diverting stent and while retracting the subject flow diverting stent deployed prematurely inside the patient anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No further information is available.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was returned deployed and was not attached to the sdw. The stent was fully opened but slightly deformed with frayed braid edges. The sdw was found to be intact but was slightly kinked at the distal tip. Functional inspection was not applicable as the stent was returned fully opened and had been deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported complaint ¿stent failed/unable to open (when not implanted)¿ was not confirmed based on analysis but the as reported complaint ¿stent deployed prematurely during use¿ was confirmed. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer indicated that there was no damage noted to the device prior to use and the device was prepared as per dfu for this product. Additional information did not indicate a user related issue. Product analysis found the stent was returned slightly deformed with frayed braid edges but was fully opened. Therefore, the as reported ¿stent failed/unable to open (when not implanted)¿ was not confirmed during product analysis. However, the stent was not attached to the sdw and was deployed therefore, the as reported ¿stent deployed prematurely during use¿ was confirmed. The sdw was noted to be kinked/bent at the distal end. An assignable cause of procedural factors will be assigned to the as reported and as analyzed ¿stent deployed prematurely during use¿ in addition to the as analyzed ¿stent deformed¿ and 'sdw kinked/bent¿ will be assigned to this investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the physician was unable to open the subject flow diverting stent and while retracting the subject flow, diverting stent deployed prematurely inside the patient anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No further information is available.

Manufacturer narrative:
The device is not available to the manufacturer.